Event description:
Reporter noted the unit shut down at the end of fluid/air exchange, while closing the last port. Sterile air was injected to maintain iop. No pt injury, but felt this could cause injury if it recurs.